Event description:
A call was received through technical services reporting the pt had 1 syncopal episode and 3 near syncopal episodes. Pt's medical history includes pvcs and device interrogation showed oversensing. Ipg changeout recommended. This device is part of the advisory for this model, no further patient complications have been reported as a result of this event.